Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product reported that the pacemaker sticks out a little bit. No additional adverse patient effects were reported. All available information indicates that the products remains implanted.